Event description:
The rptr did back to back blood glucose tests, within minutes. Rptr's results were 105 and 352 mg/dl. Pt did not have any symptoms. A control test of 129 was in range (99-149). The report did not contain info on strip insertion, but stated that the reported was using correct testing techniques. Pt had never cleaned the meter. No harm was alleged. Attempts to contact the reporter for follow-up info have not been successful.